Event description:
It was reported that during the atrial fibrillation (afib) procedure, the catheter folded on itself in a knot-like fashion. When the physician removed the catheter from the patient's body, it was noticed that the catheter stayed in the deflected position and that it would not relax back to its native conformation. The catheter was replaced with the same type of product (same catalog number). Additional clarification was requested on this issue. However, no additional information has been provided. The deflection issue reported is indicative of a reportable issue. It will be reported under (pi1-l0zryb). It was also reported that during the same procedure, a perforation of the left atrium was noticed as the patient's blood pressure dropped. The perforation was confirmed by fluoroscopy and ultrasound. A pericardiocentesis and surgery were performed. However, the volume of fluid removed was unknown. The status of the patient was unknown. Upon request, additional clarification was provided on the patient event. The event was a cardiac perforation and a tamponade. The patient event occurred during the mapping phase. The physician¿s opinion regarding the causality was unknown. Before the event was noticed, the physician did not experience any issue in manipulating the second navistar thermocool catheter. The physician did not notice any abnormal signals. It was unknown how many ablations the patient received before the event. The rf generator was set to the manual setting for the thermocool. The power, temperature and flow setting were unknown. The type of sheath used was unknown. The patient received anticoagulation in the procedure. However, the act maintained was unknown. It was unknown the patient¿s baseline health status before the procedure. The patient event will be reported under both the navistar thermocool catheters (pi1-kic4mf / pi1-l0zryb).

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. Since no lot number was provided, no device history record review could be performed. Concomitant products: carto 3 system: model #: unknown, serial #: unknown. Stockert : model #: unknown, serial #: unknown. Cool flow pump: model #: unknown, serial #: unknown. Biosense webster manufacturer's ref. No.'s pi1-kic4mf / pi1-l0zryb are related to the same incident. (B)(4).